Event description:
It was reported that the left ventricular (lv)) exhibited high capture thresholds. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The reported event was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification.